Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on three out of three attempts. Further evaluation of the instrument found that there was dried residue around the clamping pulley. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a scratch on the pulley cover. There was no report of patient involvement.